Event description:
The manufacturer received information alleging the device would not initially power up. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. There were no repairs made for this issue since the device was scrapped. Additional findings not related to the malfunction/issue was damaged to the rear case enclosure. There was no part replaced for this issue due to the device being scrapped.